Event description:
It was reported that the ilet user used meal announcements to correct high blood glucose, which represents an improper method and a user interface¿related usage error. Symptoms included hyperglycemia and skin irritation. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.